Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the display was blank during time of call. The customer stated that there was no damage on battery cap and battery compartment. The customer stated that the pump was not dropped. The customer inserted a new battery and the display did not return. The customer will be sent a replacement pump.